Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event was reported involving a cadd pump, where an air-in-line issue was identified, posing a potential risk of air embolism. There was no patient involvement and no harm/adverse event reported.